Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized due to shortness of breath and fluid volume overload. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient had several slow drains and overfill issues on the cycler. Review of treatment records did not show any iipv. The patient was admitted to the hospital. A chest x-ray showed pulmonary edema. The patient had a single hemodialysis treatment in the hospital and had a ultrafiltration of 2 l. The patient continued ccpd therapy with 4.25% dianeal. The patient was discharged three days later and advised to use the 4.25% dianeal as needed. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported shortness of breath and fluid volume overload. The patient¿s discharge summary was reviewed and indicated that the patient had intermittent drain issues. A chest x-ray showed pulmonary edema and an electrocardiogram confirmed left ventricular hypertrophy and diastolic dysfunction. There is no documentation of a causal relationship between the adverse event and the liberty select cycler. Additionally, the patient was documented as having continuous drain issues due to their pd catheter. Fluid overload in peritoneal dialysis (pd) patients can manifest as generalized edema, pulmonary edema, and hypertension. It contributes to left ventricular hypertrophy and is a major contributor to cardiovascular disease. Although a direct causal relationship cannot be determined, there is a temporal relationship between ccpd therapy with the liberty select cycler and the shortness of breath and fluid overload that resulted in the patient¿s hospitalization. Should additional new information be made available this clinical investigation will be reevaluated.